Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported via a hotline call from the cardiovascular unit (rn) registered nurse related to frequent helium loss alarms. They have confirmed tight connections, no ectopy and have replaced the helium tank. The rn confirmed no visible kinking at the insertion site (femoral artery) and pt is not obese. The alarm started around 0430 pst and has increased in frequency occurring now every 5-10 minutes. The (css) clinical support specialist asked the rn to inspect the helium driveline for any color/blood. The rn did confirm there were flecks of blood noted in the helium tubing. The css explained this meant the (iab) intra-aortic balloon has a hole in the membrane and needed to be removed within 30 min. The css then had the rn stop the pump, clamp and disconnect the helium driveline. The iab was going to be disconnected within 30 minutes. The outcome of the pt is listed as: unchanged throughout call.